Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent and balloon sections of the device were visually and microscopically examined. There was visible damage to the first distal strut, it appeared slightly opened from its crimped profile position. The crimped stent od(outer diameter) was measured and was within max crimped stent profile measurement. A visual and tactile examination of the device found that there were multiple hypo tube kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The tip was visually and microscopically examined and damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-dec-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. Target lesion #1 was located in the severely calcified distal left main artery to proximal left anterior descending (lad) artery. Target lesion #2 was an 80% stenosed lesion located in the proximal to mid left circumflex (lcx) artery. Target lesion #3 was a 60% stenosed lesion located in the mid of left main artery. After performing rotablation with a 1.5 rota link plus in target lesion #1, a non-bsc guide wire was advanced to the lesion. Pre-dilatation was performed with a 2.5x12mm non-bsc balloon catheter and a 2.75x38mm synergy stent was deployed. Subsequently, a non-bsc guide wire was advanced to target lesion #2. Pre-dilatation was performed with a 3.0x10mm non-bsc balloon catheter and a 3.5x32mm synergy stent was deployed. Finally, pre-dilatation was performed in target lesion #3 with a 2.5x9mm non-bsc balloon catheter and a 16 x 3.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and further dilatation was performed with the same 2.5x9mm non-bsc balloon catheter. The device was re-advanced but still failed to cross the lesion. A buddy wire technique was then used and the promus premier¿ stent was re-advanced but still failed to cross the lesion. The device was removed and the procedure was terminated. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.